Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 112mg/dl (meter), 84mg/dl (lab). Tests were done within 10 minutes with a difference of 28mg/dl. Patient did not experience any adverse events. No further information has been reported.